Manufacturer narrative:
The patient became disconnected from the patient interface during high flow therapy (hft). The patient circuit was of brand fisher and paykel. The evaluation of the ventilator¿s logs show that ventilation was started on 2024-01-19 at 23:26:08 in high flow therapy (hft). The only alarm during the reported day of event was inspiratory pressure high at 23:28:10. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. During hft ventilation alarms are disabled. The only monitored value is the pressure from the pressure sensor which is located at machine inspiratory outlet. This is an internal monitoring and there is no external monitoring which implies that all what would be patient related alarms are disabled. As long as the ventilator delivers the set flow and the set o2 concentration no other alarms will be activated. Hft is recommended for patients that can breathe spontaneously and it is recommended that there is adequate external monitoring. The recommendation of adequate external monitoring is both included in the IFU and in the high flow therapy preparation menu. According to field service engineer, the customer was well aware about this and pulse oximetry was being used but the patient had poor perfusion lead to unreliable measurements. The conclusion in the matter is that there was no ventilator malfunction at the time. The reported disconnection could have occurred as reported but per design, this is not monitored and would not lead to activation of an alarm.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the patient circuit disconnected from the ventilator during hft (high flow therapy). The patient died. Manufacture's ref.#: (B)(4).